Event description:
It was reported that the right atrial (ra) lead had failed to capture. The lead was set to be revised, however, in the x-ray imaging, it was found that the lead had micro-dislodged. Additionally, it was found that the lead had an increase of high capture threshold and a decrease in pulse amplitude. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead had failed to capture. The lead was set to be revised, however, in the x-ray imaging, it was found that the lead had micro-dislodged. Additionally, it was found that the lead had an increase of high capture threshold and a decrease in pulse amplitude. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.